Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device had precipitate in an unspecified location. This was observed during patient infusion. The device contained 294mg paclitaxel in 299ml of unspecified intravenous fluid. The infusion was stopped and there was approximately 120ml of residual fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.